Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a 44-year-old female patient who had essure (batch no. A96179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's past medical history included multiple caesarean sections, hot flashes and night sweats. Concurrent conditions included obesity. Concomitant products included alprazolam (xanax) since 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue") and weight increased ("weight gain"). On (B)(6) 2014, 1 year 1 month after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (total hysterectomy , salpingectomy) and surgery (ablation endometrium). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 225 lbs approximate weight at time of essure placement: 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Urine pregnancy test was negative. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2018: new pfs received- new event plaintiff did not undergo essure confirmation test was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and menorrhagia ("menorrhagia") in a 44-year-old female patient who had essure (batch no. A96179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiple caesarean sections, hot flashes and night sweats. Concurrent conditions included obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the menorrhagia, vaginal haemorrhage, depression, anxiety, fatigue and weight increased outcome was unknown. The reporter considered anxiety, depression, fatigue, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Urine pregnancy test was negative quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and the first episode of menorrhagia ("menorrhagia") in a 44-year-old female patient who had essure (batch no. A96179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included c-section, hot flashes and night sweats. Concurrent conditions included morbid obesity. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), the second episode of menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("mental anguish"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving. The reporter considered anxiety, depression, fatigue, pelvic pain, vaginal haemorrhage, weight increased, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Urine pregnancy test was negative. Most recent follow-up information incorporated above includes: on 7-jun-2018: pfs and medical record received: lot number, reporter information, patient information, other relevant history, product information and events- abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, fatigue, weight gain were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device expulsion ("migration of essure device location of device: uterus"), menorrhagia ("menorrhagia") and genital haemorrhage ("heavy bleeding") in a 44-year-old female patient who had essure (batch no. A96179) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo essure confirmation test". The patient's medical history included multiple caesarean sections, hot flashes, night sweats, gerd and hypertension. Concurrent conditions included obesity. Concomitant products included acetylsalicylic acid (aspirin), alprazolam (xanax) since 2013, ethinylestradiol;norgestimate (ortho tri-cyclen), hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin) and venlafaxine hydrochloride (effexor). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue") and was found to have weight increased ("weight gain (60 lbs)"). On (B)(6) 2014, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 1 month after insertion of essure. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). On (B)(6) 2016, the patient experienced vision blurred ("blurred vision") and visual impairment ("vision changes"). On (B)(6) 2016, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2016, the patient experienced hot flush ("hormonal changes describe: hot flashes"), night sweats ("night sweats"), incontinence ("bladder or urinary problems or changes : incontinence"), nausea ("nausea") and vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (ablation endometrium and total hysterectomy , salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, vaginal haemorrhage, dyspareunia and abdominal pain had resolved and the device expulsion, depression, anxiety, fatigue, weight increased, hot flush, night sweats, incontinence, nausea, dysmenorrhoea, vaginal discharge, vision blurred and visual impairment outcome was unknown. The reporter considered abdominal pain, anxiety, depression, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, hot flush, incontinence, menorrhagia, nausea, night sweats, pelvic pain, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment and weight increased to be related to essure. The reporter commented: current weight: 225 lbs. Approximate weight at time of essure placement: 130 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 37.4 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-dec-2018: pfs received. Events "hormonal changes describe: hot flashes, night sweats, bladder or urinary problems or changes : incontinence, migration of essure device location of device: uterus, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, blurred vision, vision changes, abdominal pain, heavy bleeding", concomitant drug, medical history added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent removal of the essure device by total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and menorrhagia outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.